Event description:
Penile prosthesis which had been implanted deflate within 10 days to 2 weeks following the implant. The patient's penis was also turned to the right side. The patient requested that the prosthesis be replaced, therefore, on 2/28/94 the prosthesis was removed and a new multiple part prothesis was implanted. The device was only visually inspected; the surgeon believes the pump is the component that failed. The explanted device was sent back to the manufacturer on 3/11/94. Company representative was present and made aware of event on 2/28/94.